Event description:
A customer in the us reported the collimator fell off a dr 400 system while the customer was rotating the collimator. The local agfa field service engineer responded and confirmed a portion of the resin flange was broken. A new collimator and metal flange was installed. Per the customer request a system preventive maintenance (pm) was also performed. The system is now working as intended and there have been no additonal events reported. There was no reported harm to user or patients and there are no future actions related to this event.